Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that no symptoms were experienced by the patient because saline was in the pump. The cause of the patient's empty pump was that they missed their refill appointment. It was reported that the patient's pump was filled and they had to call technical services to get help walking them through how to silence the alarm after refill.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a health care provider (hcp) regarding a patient receiving intrathecal saline (unknown concentration and dose) via an implantable pump for spinal pain. It was reported that  the patient came into the clinic a couple weeks ago due to an empty reservoir alarm and they filled the pump with saline and updated the programming. The hcp stated the patient went home and the pump was still alarming. Technical services discussed v2 software update and discussed silencing the alarm.